Event description:
The pt was admitted for chest pain = angina pectoris ccs2. Angiography showed target lesion restenosis leading to target lesion revascularization.

Manufacturer narrative:
As reported by the study, this patient presented to the cardiac catherization unit and percutaneous coronary intervention (pci) was performed on a lesion in the proximal left anterior descending artery. The concentric lesion was also described as smooth, not tortuous, not angulated and with no calcification present. A 2.5x13mm cypher select stent was deployed at 14 atmospheres (atm). Intra-procedure medications include plavix, aspirin and heparin. Post-procedure medications included plavix and aspirin as permanent treatment. Approximately seven months later, the patient was hospitalized with angina pectoris. Angiography was conducted and showed target lesion restenosis which was treated by revascularization. Please note that this product is not distributed in the united states however, it is similar to the us distributed cypher sirolimus drug eluting stent. This product is not available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt.